Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and 20mm watchman flx laa closure device & delivery system (wds) were used. The first few deployments of the closure device were sitting at the ostium of the laa, but were slightly under-compressed. The closure device was then attempted to be deployed a little deeper in the laa to obtain more compression. A drop in arterial blood pressure was noted during the recapture and reposition attempts of the closure device. An effusion sweep was performed, and a new pericardial effusion was identified forty minutes into the implant procedure. The closure device was fully recaptured, and the wds was pulled back from the left atrium to the right atrium. Protamine was given once the wds was back in the right atrium. The subxiphoid access was obtained, and pericardiocentesis was performed, draining 240ml of blood from the pericardial space. The procedure was aborted. The patient was extubated and was conscious. The pericardiocentesis drain was left in place, and the patient was sent to the intensive care unit (ICU). The patient remained inpatient as of (B)(6) 2023. It was further reported that the patient was discharged home 11 days post procedure. There was no intent to re-implant a closure device in the laa as the physician felt that the patient's anatomy was unsuitable for this procedure.

Manufacturer narrative:
B5: describe event or problem- updated.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and 20mm watchman flx laa closure device & delivery system (wds) were used. The first few deployments of the closure device were sitting at the ostium of the laa, but were slightly under-compressed. The closure device was then attempted to be deployed a little deeper in the laa to obtain more compression. A drop in arterial blood pressure was noted during the recapture and reposition attempts of the closure device. An effusion sweep was performed, and a new pericardial effusion was identified forty minutes into the implant procedure. The closure device was fully recaptured, and the wds was pulled back from the left atrium to the right atrium. Protamine was given once the wds was back in the right atrium. The subxiphoid access was obtained, and pericardiocentesis was performed, draining 240ml of blood from the pericardial space. The procedure was aborted. The patient was extubated and was conscious. The pericardiocentesis drain was left in place, and the patient was sent to the intensive care unit (ICU). The patient remained inpatient as of (B)(6) 2023.

Manufacturer narrative:
B5: describe event or problem- updated.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and 20mm watchman flx laa closure device & delivery system (wds) were used. The first few deployments of the closure device were sitting at the ostium of the laa, but were slightly under-compressed. The closure device was then attempted to be deployed a little deeper in the laa to obtain more compression. A drop in arterial blood pressure was noted during the recapture and reposition attempts of the closure device. An effusion sweep was performed, and a new pericardial effusion was identified forty minutes into the implant procedure. The closure device was fully recaptured, and the wds was pulled back from the left atrium to the right atrium. Protamine was given once the wds was back in the right atrium. The subxiphoid access was obtained, and pericardiocentesis was performed, draining 240ml of blood from the pericardial space. The procedure was aborted. The patient was extubated and was conscious. The pericardiocentesis drain was left in place, and the patient was sent to the intensive care unit (ICU). The patient remained inpatient as of (B)(6) 2023. It was further reported that the patient was discharged home 11 days post procedure. There was no intent to re-implant a closure device in the laa as the physician felt that the patient's anatomy was unsuitable for this procedure. It was further reported that the chest drain was removed on (B)(6) 2023. Transesophageal echocardiography (tee) confirmed there was no remaining pericardial effusion. The patient started having loose stools after the removal of the chest drain and was found the patient was having infectious diarrhea, hyponatremia, urinary retention, and cystitis. Cardiology then signed off on the patient and internal med took over, resulting in the prolonged hospitalization.

Manufacturer narrative:
B5: describe event or problem- updated. H6: patient codes- updated.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and 20mm watchman flx laa closure device & delivery system (wds) were used. The first few deployments of the closure device were sitting at the ostium of the laa, but were slightly under-compressed. The closure device was then attempted to be deployed a little deeper in the laa to obtain more compression. A drop in arterial blood pressure was noted during the recapture and reposition attempts of the closure device. An effusion sweep was performed, and a new pericardial effusion was identified forty minutes into the implant procedure. The closure device was fully recaptured, and the wds was pulled back from the left atrium to the right atrium. Protamine was given once the wds was back in the right atrium. The subxiphoid access was obtained, and pericardiocentesis was performed, draining 240ml of blood from the pericardial space. The procedure was aborted. The patient was extubated and was conscious. The pericardiocentesis drain was left in place, and the patient was sent to the intensive care unit (ICU). The patient remained inpatient as of (B)(6) 2023. It was further reported that the patient was discharged home 11 days post procedure. There was no intent to re-implant a closure device in the laa as the physician felt that the patient's anatomy was unsuitable for this procedure. It was further reported that the chest drain was removed on (B)(6) 2023. Transesophageal echocardiography (tee) confirmed there was no remaining pericardial effusion. The patient started having loose stools after the removal of the chest drain and was found the patient was having infectious diarrhea, hyponatremia, urinary retention, and cystitis. Cardiology then signed off on the patient and internal med took over, resulting in the prolonged hospitalization. It was further reported via data from the watchman flx dapt registry that the patient experienced pericarditis one day post procedure.